Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 275cc mentor smooth round moderate plus profile saline breast prostheses, suffered several unexplained systemic symptoms, including pain, health issues, nerve pain, hair loss, gynecological issues, miscarriage, messed with hormones, bad menstrual, white cells that are not normal. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced the following symptoms: brain fog, tired, muscle and joint pain, irregular periods, and blurred vision. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.